Manufacturer narrative:
H3, device eval summary: device eval of monitor sn 07018937 has been completed. . Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a cracked y402 crystal oscillator on the ca board. The root cause for the damaged crystal oscillator could not be positively identified. No adverse event resulted from the cracked y402 component.

Event description:
A us distributor returned monitor sn (B)(4) for an unrelated issue. During servicing of the monitor, a reportable problem was discovered. The monitor would not communicate with the electrode belt.